Manufacturer narrative:
The associated complaint device was not returned for evaluation. A clinical investigation noted that it was reported that no patient harm or injury was sustained as a result of this device related incident, and all broken pieces have been removed. No further medical assessment is warranted based on the information provided. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. No additional actions are being taken at this time. However we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to unknown reasons.